Manufacturer narrative:
The event unit was returned to applied medical for evaluation without the tissue bag, bead, and cord loop. As the tissue bag and bead were not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause based on the evaluation of the portion of the event unit that was returned and the description of the event.

Event description:
Type of procedure performed: laparoscopic appendectomy. Complaint created based on medwatch received by mail. Uf/importer report (B)(4). The surgeon documents in his operative report: that the inflamed appendix was easily identified, isolated along with its mesoappendix, which was taken first initially with out [competitor stapler], and then the entire appendix and its stump down to the level of the cecum was not taken with sequential firing x2 of our endoscopic [competitor] stapler. Good hemostatic suture line was obtained. This was placed in our retrieval bag and brought out through the umbilicial port incision. At that point, it was noted that the device of our retrieval bag fell apart and the green hard plastic piece that is attached to the pouch had broken and a portion remained intra-abdominally. This was brought out through another second intra-abdominal bag being placed. Device failed (e.g. Broke, couldn't get it to work or stopped working). This is a 60 yo female with no significant pmh who developed appendicitis. Patient status: no adverse event. Type of intervention: a second intra-abdominal bag was used.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: laparoscopic appendectomy. Complaint created based on medwatch received by mail. Uf/importer report #(B)(4). The surgeon documents in his operative report: that the inflamed appendix was easily identified, isolated along with its mesoappendix, which was taken first initially with out [competitor stapler], and then the entire appendix and its stump down to the level of the cecum was not taken with sequential firing x2 of our endoscopic [competitor] stapler. Good hemostatic suture line was obtained. This was placed in our retrieval bag and brought out through the umbilicial port incision. At that point, it was noted that the device of our retrieval bag fell apart and the green hard plastic piece that is attached to the pouch had broken and a portion remained intra-abdominally. This was brought out through another second intra-abdominal bag being placed. Device failed (e.g. Broke, couldn't get it to work or stopped working). This is a (B)(6) yo female with no significant pmh who developed appendicitis. Patient status: no adverse event. Type of intervention: a second intra-abdominal bag was used.